Manufacturer narrative:
The peritonitis event occurred on an unspecified date in (B)(6) 2016. (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal ¿ache¿. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal vancomycin (added to pd solution ¿6-7times¿, dose not reported). On an unreported date (reported as after more than 20 days) the patient was discharged from the hospital. The patient was recovered from this peritonitis event. The action taken with the dianeal therapy was not reported. No additional information is available.